Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient called to report fluid he found inside cassette door after opening door. The cycler was replaced. A follow up call was made to the patient's nurse who reported that there was no patient injury due to the fluid leak. The patient was not given prophylactic antibiotics. The set was not made available for evaluation.